Event description:
The pump was reported not to alarm for an infiltration during a sedation infusion. The pts swollen extremity subsided in about 3 hours with no medical intervention. No pt injury resulted.